Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 250 units of insulin. There was no impact to the customer's blood glucose level. Subsequently, the customer attempted to load a new cartridge and received multiple cartridge change errors. Customer reverted to an alternate pump for insulin therapy.